Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via x-ray review. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. The articular surface had an in-vivo age of 16 years. Per the nexgen package insert, the implant or its components may wear out, fail or need to be replaced. The implant may not last the rest of the patient¿s life, or any particular length of time. Because prosthetic implants are not as strong, reliable, or durable as natural, healthy tissues/bones, all such devices may need to be replaced at some point. Additionally, instability is listed as a known potential adverse effect. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent revision sixteen years after left knee arthroplasty due to articular surface wear, loosening and anterior patella pain.